Event description:
Litigation papers allege high levels of metal contamination in patients blood system, severe pain and suffering in his left hip and leg, and inability to bear weight. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Event description:
Litigation papers allege high levels of metal contamination in patients blood system, severe pain and suffering in his left hip and leg, and inability to bear weight. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain. **update** (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information for the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege high levels of metal contamination in patients blood system, severe pain and suffering in his left hip and leg, and inability to bear weight.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.